Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event, with a lowest bg of 39 mg/dl. At the time of the call, the user's bg was 114 mg/dl. The user treated the low with soda and glucose tablets. The user also asked about infusion set replacement timing, noting conflicting guidance from trainers. The user's lowest blood glucose (bg) recorded was 39 mg/dl. Bg was corrected. Symptoms included difficulty thinking clearly and fatigue. No medical intervention required at the time of call.